Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient was symptomatic of dizziness and dyspnea. Interrogation noted that the atrial lead exhibited far r wave oversensing and failure to capture. No interventions were performed. There were no patient consequences.